Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, it was confirmed that the malfunction alarm was cleared after a pump reset, and insulin delivery was resumed successfully. There was no adverse impact on the customer's blood glucose level.